Event description:
Complainant alleged that while attempting to pace pt, the device was unable to pace. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.